Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported when the patient moved a certain way, when they bent over, it quit stimulating. The patient felt the stim stop. The patient was redirected to their healthcare provider to further address the issue.